Event description:
Customer reported to hologic technical support (ts) that they had a false positive result for sars-cov-2 tma assay, wl: (B)(4) ml: 308646, on the panther instrument. Customer stated that they originally tested the sample, and it was positive and acted upon it with the patient. Customer stated that they then took from same sample, collected new specimen in a new lysis tube, and remeasured on same instrument and same ml with a negative result.

Manufacturer narrative:
Logs were uploaded and technical support (ts) confirmed there were no hardware issues and ts believed this could be an ambient contamination issue. Ts confirmed there were no reagent preparation issues found. Ts advised to deeply clean the preparation areas. No further issues were reported.

Event description:
Supplemental_final (see h10):

Manufacturer narrative:
Report provided to the FDA on (B)(6) 2022 was submitted as a product malfunction. This supplemental report is to update the report as an advese event because based on information provided to hologic on (B)(6) 2022, the impacted patient developed covid-19 during incident occurrence. On (B)(6) 2022, a customer reported to hologic that during a sars-cov-2 run on (B)(6) 2022, they encountered a potential false positive result. Customer retested the sample and received a negative result in the same worklist. Customer relayed that upon primary positive result, the patient was quarantined and cohorted in the covid-ward of the hospital alongside other known positive patients. The same sample specimen was also tested on non-hologic instrument (cepheid) and yielded a negative sars-cov-2 result. Customer opted to resample the patient while in quarantine. The new sample was only tested on a non-hologic instrument (cepheid) and again yielded negative results. Based on hologic's investigation a definitive root cause could not be confirmed. Potential root causes are: - contamination of the initial lysis tube due to inappropriate operator sample handling - genuine low positive initial sample with a statistical chance of negative result upon repeat testing.